Event description:
A durable medical equipment supplier (dme) alleged that a thermal event resulted in a void in the top enclosure of a continuous positive airway pressure device (CPAP). There was no report of harm or injury. The MFR has requested return of the device for evaluation. To date, no product has been returned. Upon completion of the MFR's investigation, a follow up report will be filed.